Event description:
The customer received questionable ion selective electrode (ise) results for four patient samples. On (B)(6) 2014, the samples were repeated on the same cobas c111 analyzer and a cobas c501 analyzer. Of the data provided, only the following results for three patient samples were discrepant. Patient 1: initial results: sodium 107.8 mmol/l, potassium 3.73 mmol/l. Repeat on cobas c111: sodium 124.0 mmol/l, potassium 4.23 mmol/l. Repeat on cobas c501: sodium 122.0 meq/l with a data flag, potassium 4.20 meq/l. Patient 2: initial result: sodium 127.6 mmol/l. Repeat on cobas c111: sodium 135.1 mmol/l. Repeat on cobas c501: sodium 133.0 meq/l with a data flag. Patient 3: initial results: sodium 120.6 mmol/l, potassium 3.59 mmol/l. Repeat on cobas c111: sodium 140.0 mmol/l, potassium 4.11 mmol/l. Repeat on cobas c501: sodium 140.0 meq/l, potassium 4.12 meq/l. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative checked and cleaned the ise module, replaced the pump tube and ise tubing, replaced the mixing tower, primed the ise reference and activated the electrodes. He ran calibration, qc and testing which was ok. A possible reason for the issue was the low number of patient samples tested on the cobas c111 analyzer per day. It was suggested to run at least 10 samples through the analyzer per day to keep the ise module in good condition.

Manufacturer narrative:
This event occurred in (B)(6).